Event description:
A reliant stent graft balloon was inserted into a patient for treatment prior to placement of stent graft. Aneurysm morphology is unknown. It was reported that the vessels were severely tortuous, severely calcified and ecstatic. It was reported that the physician was aggressively advancing the reliant balloon on the right common iliac artery was ruptured. They were able to advance the balloon further and occluded the artery. The physician inserted another balloon on the contralateral side. The physician elected to perform a femoral to femoral bypass. The patient was sent to recovery in satisfactory condition. No additional clinical sequelae were reported and the patient is fine.